Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose was 450 mg/dl at the time of incident and current blood glucose is 324 mg/dl. The customer reported that the auto mode feature was active and automatically adjusting insulin delivery at time of high blood glucose event. The customer declined troubleshooting on insulin pump. The customer treated high blood glucose with bolus with the insulin pump. Based on customer report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.